Event description:
The physician was using a quickdraw mini-belay to complete an arthroscopic repair. While placing the anchor and attempting engage suture lock the suture and handle reportedly broke. The anchor was abandoned in the pts bone without function. A new bone hole was drilled and another anchor was placed to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Eval summary: visual inspection found that the hand piece is not broken. The suture lock button was received depressed, but not fully driven back. Clinical suture was received protruding from the distal end, but was cut by the user. The suture shows stress marks relevant to where the anchor was. The spring is still inside the barrel. The condition of the snare line indicates that the snare was over tensioned.